Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Observed sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly; no failure mode was observed. Extended investigation was also performed on the returned sensor. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No product deficiency was identified. No further investigation is required. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 the area where the sensor had been, was notable for the presence of ¿a red area with yellow liquid¿, which caused ¿discomfort and itching¿. Caller noted customer had contact with a healthcare provider and was advised to use lexxema cream 1mg/g (methylprednisolone, a synthetic glucocorticoid preparation). No further treatment was reported. There was no report of death or permanent injury associated with this event.